Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a controller failure red alarm at the start up. The aic was replaced. The patient survived the explant.

Manufacturer narrative:
The investigation for the console (aic) controller failure has been completed. Data logs were reviewed which showed that when the console was booted up, controller failure alarm #418 occurred instantly for defective purge pressure sensor. The console was immediately shut down by the user. The console was returned for investigation but the failure was unable to be reproduced both with or without purge cassette. The cause of the controller failure was not determined since the malfunction was not reproduced.